Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficulty advancing over the wire and removing could not be confirmed. The tip and distal inner member separation was confirmed. The sheath was not separated as reported. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database and a review of the historical data revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid superficial femoral artery. The supera stent delivery system was prepared correctly per the instruction for use. The 2 ports and the sheath were flushed. The steelcore 300 guide wire was also prepared with saline water. When inserting the supera sheath on the guide wire, the device stopped moving over the wire after about 30 cm. When an attempt was made to remove the supera device the distal tip and a piece of the sheath detached from the supera sheath. No part of the supera device had entered the patient anatomy at this point, so the device was easily removed from the guide wire. Another supera stent was used with the same steelcore guide wire and was deployed at the target lesion without further issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.